Event description:
It was reported that moderate oversensing was noted on the atrial channel. Far field sensing of ventricular activity was seen in the atrial channel. The atrial lead remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334drm implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.